Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of spontaneous bacterial peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. Per the patient¿s nephrologist, the cause of the peritonitis event was determined to be spontaneous bacterial peritonitis. Spontaneous bacterial peritonitis (sbp) is an acute infection of the abnormal accumulation of fluid in the abdomen (ascites) without an identifiable source of infection. It can occur in adults and children, and the majority of isolated organisms being gram-negative enteric organisms (e.g., escherichia coli or klebsiella pneumonia), pointing to the gastrointestinal (gi) tract as the main source of infection. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization.

Event description:
On (B)(6) 2025 this peritoneal dialysis (pd) patient was experiencing cloudy fluid, abdominal pain, low ultrafiltration and fibrin. The patient contacted the pd clinic, and a family member brought a collection bag in for a pd effluent culture draw. The culture was obtained. The patient had antibiotics at home from a prior episode of peritonitis (B)(6) and initiated antibiotic therapy with intraperitoneal (ip) vancomycin 1750mg every 5 days and ceftazidime 2g ip everyday per algorithm. The culture was positive for escherichia coli. The white blood cell (wbc) count was 12,588. The patient was admitted to the hospital on (B)(6)2025 and remains hospitalized. The cause of the peritonitis was spontaneous bacterial peritonitis per the patient¿s nephrologist. The pd catheter was not pulled. The patient is continuing therapy utilizing the liberty select cycler. No additional information was provided.

Event description:
On (B)(6)2025 this peritoneal dialysis (pd) patient was experiencing cloudy fluid, abdominal pain, low ultrafiltration and fibrin. The patient contacted the pd clinic, and a family member brought a collection bag in for a pd effluent culture draw. The culture was obtained. The patient had antibiotics at home from a prior episode of peritonitis (B)(6) and initiated antibiotic therapy with intraperitoneal (ip) vancomycin 1750mg every 5 days and ceftazidime 2g ip everyday per algorithm. The culture was positive for escherichia coli. The white blood cell (wbc) count was 12,588. The patient was admitted to the hospital on (B)(6)2025 and remains hospitalized. The cause of the peritonitis was spontaneous bacterial peritonitis per the patient¿s nephrologist. The pd catheter was not pulled. The patient is continuing therapy utilizing the liberty select cycler. No additional information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.